Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the event log file captured a string of power cable disconnect/no external power alarms on (B)(6) 2024 at approximately 08:04 pm while the patient was on the mobile power unit (mpu). The alarms appeared to have been caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm due to the ac power cord of the mobile power unit (mpu) falling out of the outlet was not able to be confirmed. The submitted log file contained approximately 3 days of information ((B)(6) 2024 per timestamp). A no external power alarm was noted at 20:04:00 on (B)(6) 2024; however, this alarm appeared to be consistent with both system controller power cables being disconnected from external sources. Throughout the available data, no abnormal events were observed while the controller was connected to the mpu. The mpu (serial number: (B)(6) was not returned to abbott for analysis. The root cause of the reported issue could not be conclusively determined. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 instructions for use (IFU)entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. The heartmate 3 patient handbook covers all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information d1: brand name, corrected d4: model, catalogue, serial, batch/lot numbers, updated d4: primary UDI number, updated h4: device manufacture date, updated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was noted that the mpu had a v-lock connector. The cord did not come loose at the back of the unit and there were no environmental circumstances that would have affected the power. The ac power cord had come loose at the wall outlet. The mpu was not exchanged or removed from service.